Event description:
It was originally reported that the tip had broken off. After evaluation on 01/11/06, the device was found to be producing straight shots.

Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. It appears that the device was exposed to some type of excessive stress causing the tip to break. The product has been in the field since november, 2006.